Manufacturer narrative:
Investigation: the complaint was investigated for image displaying a poor image by the catheter. The returned catheter was inspected. During the investigation it was found that the cause of the issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an interventional cardiology procedure, it was noted that the catheter generated a poor quality image. The cables were replaced but without resolution. The catheter was replaced to continue and complete the procedure. It is unknown if there was loss of data. There was no patient adverse event reported. No additional information was provided.